Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The stenosed target lesion, 60mm in length, 2.5mm in diameter concentric lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A jl 6f unspecified guide catheter and a non-bsc guide wire were advanced to the lesion. The lesion was predilated with a 2.5 x10 unspecified balloon catheter. A 2.50x32mm promus element ¿ stent delivery system (sds) was selected to treat the lesion. During advancing, resistance was encountered. While the sds was being pushed very hard to the target lesion, it was noted that the shaft of the sds broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found severe kinks approximately 215mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The stenosed target lesion, 60mm in length, 2.5mm in diameter concentric lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A jl 6f unspecified guide catheter and a non-bsc guide wire were advanced to the lesion. The lesion was predilated with a 2.5 x10 unspecified balloon catheter. A 2.50x32mm promus element ¿ stent delivery system (sds) was selected to treat the lesion. During advancing, resistance was encountered. While the sds was being pushed very hard to the target lesion, it was noted that the shaft of the sds broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.